Event description:
An eyecare practioner has reported a patient presented with foreign body sensation and severe pain, os while wearing focus night and day lenses for approximately 7 days of continuous wear. Upon exmination, event diagnosed as a central corneal ulcer with affiliated infiltrate. Visual acuity reported as 20/60. There was an anterior chamber reaction reported. A corneal culture was taken and was positive for pseudomonas. The practitioner reported that the patient also used optifree and had a lens case that looked like it had not been changed recently. The event was treated with ciloxan and resolved with a scar and a very slight drop in visual aculty (20/20 to 20/20-2). No further information is available at this time.